Manufacturer narrative:
Insertion post fractured during implantation of a dental implant. Implant could not be placed. Dentist should have consulted IFU for implantation in hard bone and use dense bone drill or tap.

Event description:
Insertion post fractured during implantation of a dental implant. Implant could not be placed. Dentist should have consulted IFU for implantation in hard bone and use dense bone drill or tap.